Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16171. It was reported that when the patient presented during the procedure, the device was observed to not be pacing at all after the lead was connected. Due to the lead parameters being optimum, the physician decided to re-implant a new device the following day. The lead could not be unscrewed from the original device and both the device and lead were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the reported event of inability to loosen the ventricular setscrew to release the lead was confirmed. The setscrew inset walls were found stripped and the setscrew had to be removed by machining. Epoxy substance was found in the ventricular connector block threads. Setscrew imprints were observed in the epoxy as the setscrew was tightened into the material. A manufacturing anomaly may have occurred that caused the epoxy to be in the connector block thread. Actions have been taken to prevent reoccurrence.